Event description:
It was reported that during a coronary stent procedure, difficulty was experienced deploying the stent. While attempting to retract the delivery device, the stent dislodged. The physician stented the undeployed stent into a vein graft with another stent. Pt status is listed as "okay".